Event description:
It was reported that during an unrelated lead revision procedure, insulation damage was observed on the atrial lead. The lead was explanted and replaced. During the procedure, a mild apical pneumothorax had occurred. No treatment was reported and the patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention was required.